Event description:
Patient required revision surgery of a stelkast total knee system of the right knee.

Manufacturer narrative:
No conclusions can be drawn from the investigation of the device history records and complaint database. As more information becomes available, this incident investigation and analysis will be amended. (B)(4): not returned to manufacturer.